Event description:
The patient is a young adult male with idopathic scoliosis who underwent previous revision of posterior spinal fusion in (B)(6) 2010. Eight months post-operation, an iliac screw broke resulting in the loss of inferior fixation.

Event description:
The patient is a young adult male with idopathic scoliosis who underwent previous revision of posterior spinal fusion in september 2010. Eight months post-operation, an iliac screw broke resulting in the loss of inferior fixation.